Manufacturer narrative:
An event regarding a "failed right-side neck and head taper" and metallosis (altr) involving an accolade stem was reported. A medical review and mar confirmed disassociation. Metallosis (altr) was not confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). Boney ingrowth debris was observed on the surfaces examined. All surfaces of the neck exhibited damage, consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock." The mar concluded: "no material or manufacturing defects were observed on the surfaces examined" -medical records received and evaluation: a medical review was performed however the root cause of failure could not be established based on the available information. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and concluded that "no material or manufacturing defects were observed on the surfaces examined." Additional information however including operative reports, pathology reports, progress notes and serial x-rays are needed to fully investigate the event. No further investigation is required at this time. If further information becomes available this investigation will be re-opened.

Event description:
Revision surgery for a failed right-side neck and head taper. Head and stem were no longer connected. Patient had metallosis. All components were replaced: an accolade stem and a 36mm cobalt chrome head with unknown item and lot numbers. There was no delay in surgery. X-rays are available.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision surgery for a failed right-side neck and head taper. Head and stem were no longer connected. Patient had metallosis. All components were replaced: an accolade stem and a 36mm cobalt chrome head with unknown item and lot numbers. There was no delay in surgery. X-rays are available.